Event description:
An attempt was made to reposition a right ventricular (rv) lead in the cath lab but adhesions made it difficult to reposition the device. The plan was to remove the lead, but as the physician pulled it, the core of the lead (the tip attached to the wires) broke away from the coils and insulation. Multiple attempts to snare the lead tip were made and eventually the lead was retrieved. A new lead was then able to be placed. There was no harm to the patient as a result of this event.====================== manufacturer response for ICD lead, (brand not provided) (per site reporter)======================they would like equipment back to investigate and analyze it.